Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant. Visual evaluation was performed, a fracture has been identified on the hex of the implant mount. DHR review was completed for the subject lot number . No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the mount's hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
It was reported that the top portion of implant connection to impression coping part fractured off during placement and came off.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title, first, name last name, and email address are not provided / unknown. G4: additional 510(k) number is k013227